Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported the ipg was unable to communicate with the external device. The patient has not recharged the ipg in over 30 days. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.